Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, spanish software alarm, and an external ram error alarm. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programed and monitor for 24 hours, no unexpected a21 or a17 alarm noted and passed self test, a21 error test and displacement test. No a47 alarms noted during our testing however, several a47 alarms noted in the alarm history file due to corrupted history file. The insulin pump was unable to download to carelink pro; the problem was isolated to the mother board. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.